Event description:
The manufacturer received information alleging a ventilator's sound abatement foam became degraded and the patient has a spot on each lung. There is no indication of any medical intervention received. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported section h1 as "malfunction" and should have been reported as "serious injury". Also, section h7 and h9 were missing from the previously submitted report.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's sound abatement foam became degraded and the patient has a spot on each lung. There is no indication of any medical intervention received. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to the device's sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. In previous report section h10 mentioned incomplete, correct h10 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported receiving information alleging a ventilator's sound abatement foam became degraded and the patient having a biopsy done that revealed spots on both lungs. The patient is not sure what the spots are yet. The patient also reported particles in the tubing/chamber.  The reported event and its severity were reviewed by the manufacturer's clinical expert. Based on information available at the time of this review, this event is not assessable for injury severity or relatedness to the device and therefore is not assessable for reportability due to insufficient information. Based on the available information, the manufacturer concludes that no further action is necessary. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. In the previous report, section b3 was captured 07/11/2023 instead of section b4. Section b4 should be 07/11/2023, and section b3 should be blank, which has been corrected in this report.